Event description:
After removing 0.014 wire, it was noted that the tip of the coils of the wires had unravelled and was located in the subcutaneous tissue. Wire given to cordis rep who was going to file FDA report.